Event description:
It was reported that the catheter was stuck with the wire. The 90% stenosed target lesion was located in the mildly tortuous vessel. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the device got stuck with the non boston scientific guidewire. The device was removed alone. The procedure was completed with another of the same device. No patient complications reported.